Manufacturer narrative:
Patient information requested and all available information is included.

Event description:
Customer reported an overinfusion of dilaudid. Reported two nurses set up a dilaudid infusion, concentration 1:1, 30 ml syringe, with an intended dose of 0.3 mg/hr continuous, 0.3 mg demand, 15 minute lock out, and 1.5 mg/hr limit. The infusion was started and the nurses left the room. Shortly after the infusion was started, another nurse (neither of the two nurses that set up the infusion) heard the patient's pump alarm, noted it was an occlusion alarm and the clamp on the tubing was closed. She silenced the alarm, opened the clamp and left the room. Approximately 15 minutes later, the eto2 monitor alarmed for no respirations. The patient was discovered disoriented, apneic and hypotensive. Narcan was administered and the patient was transferred to ICU on a narcan drip overnight. After the patient was transferred, the nurse noted the 30 ml syringe in the pca was empty. Twenty-four hours after the event, the patient was transferred out of the ICU and recovered with no ill effects. The pcu, pca event logs, data set and administration sets were requested but not received to date. A follow up report will be filed if product is received in the future. The customer identified that incorrect tubing was used for this pca administration event. The administration set used by the customer, which is labeled as a pump module administration set, is not indicated for use with the pca module. The pca module directions for use states, "use only standard or pre-filled single-use disposable syringes and non-dedicated administration sets with integrated anti-siphon valves, designed for use in syringe type pca pumps. The use of any other syringe or administration set may cause improper instrument operation, resulting in inaccurate fluid delivery, pressure sensing or other potential hazards." The facility stated that they are instituting a re-education program about required tubing for the pca module.